Event description:
Tip of device was retained in abdominal cavity following a laparoscopic hernia repair. Tip perforated bowel. Pt was admitted for emergency bowel resection. User was unaware of mechanical failure at time of initial surgery.